Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited less than 200 ohms impedance and exit block. The lead was repositioned but the low impedance and exit block continued. The lead was explanted and replaced.